Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet user experienced persistent hyperglycemia with blood glucose readings exceeding 500 mg/dl, despite making meal announcements and attempting correction, and later performed a full infusion set and supply change after uncertainty about a possibly bent cannula; the device displayed a 600 alert. Symptoms included hyperglycemia. Outcomes included recovery to target range with no additional intervention. Investigation included remote troubleshooting and user education on infusion set replacement and correction guidance. Investigation of this case revealed that the device alarmed as designed and that hyperglycemia resolved after set change and continued monitoring, with no device malfunction confirmed and no component failure observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.